Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had my hysterectomy 3 weeks ago') and postoperative wound infection ('incision on tht side looks red and pus') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced postoperative wound infection (seriousness criterion medically significant), abdominal pain upper ("fell pain in my stomach") and incision site erythema ("incision on tht side looks red and pus"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, postoperative wound infection, abdominal pain upper and incision site erythema outcome was unknown. The reporter considered abdominal pain upper, incision site erythema, medical device removal and postoperative wound infection to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-medical device removal, abdominal pain upper, incision site erythema, postoperative wound infection. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.